Event description:
It was reported that the patient experienced bradycardia. There was high thresholds on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.